Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. Due to the stretch of the angle wire, the angulation was insufficient. The bending section was deformed. The insertion section and the adhesive of the distal end was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by excessive handling, due to repeated surface wiping of the insertion section or by chemical deterioration, due to the chemicals. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. Due to the stretch of the angle wire, the angulation was insufficient. The bending section was deformed. The insertion section and the adhesive of the distal end was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube was partially peeled off. There was no report of patient injury associated with the event.